Event description:
A malfunction alarm indicated by "malf 12" was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.